Event description:
This pt offered no complaints pre treatment. 95 minutes into the treatment she complained of chills and started to shiver. Dr. Notified. Blood cultures, pyrogen testing and cbc ordered. The treatmentment was discontinuedand she was restarted on a preprocessed f-80. She was given 1 gm vanco and 80mg dgentamycin. She completed her full treatment and was sent home. Pre temp 98.6 max 100.5 post 98.6.no definitive reason could be found for this event, therefore this MDR is being filed.